Event description:
A zoll distributor returned monitor sn (B)(6) indicating that the monitor was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the j1 battery connector. Debris on the j1 connector contacts prevented the monitor for properly powering up. The root cause for the debris in the connector could not be positively identified. No adverse event resulted from the defective monitor.